Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer mother reported via phone call, the basal rates on the insulin pump where changing every day. They just found out today, while they downloaded the device to carelink. Customer's doctor will be sending the report for further information. Customer's blood glucose was not provided and the device is not being returned for analysis.